Event description:
The issue reported was that intravascular ultrasound (ivus) images are not displayed on the flexvision monitor. The device was in clinical use. No patient harm reported. Based on the available information, this issue has been determined to be reportable.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the ivus images are not displayed on flexvision. Upon functional testing rse found that the power cable of wall connection box came off. A review of system logfile cannot found the issue. Rse reconnected power cable of the wall connection box. After reconnection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.